Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost pressure upon withdrawal into the arteriotomy. Hemostasis was achieved using manual compression. No injury was reported to the patient. The product was removed intact from the patient. The product was stored and handled according to the IFU. The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was removed from the package as normal, horizontally and not at an angle. A femoral angiogram was done prior to device insertion. The device was used in diagnostic procedure, using a retrograde approach with an unknown 6f sheath introducer. There was no prior pta, stent, or vascular graft in the common femoral artery. Despite the femoral artery showing heavy calcification throughout the vessel, the physician decided to use the device anyway. The device was used by a physician in training with a trained person present in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. No complications such as hematoma occurred. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2200602 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost pressure upon withdrawal into the arteriotomy. Hemostasis was achieved using manual compression. No injury was reported to the patient. The product was removed intact from the patient. The product was stored and handled according to the IFU. The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was removed from the package as normal, horizontally and not at an angle. A femoral angiogram was done prior to device insertion. The device was used in diagnostic procedure, using a retrograde approach with an unknown 6f sheath introducer. There was no prior pta, stent, or vascular graft in the common femoral artery. Despite the femoral artery showing heavy calcification throughout the vessel, the physician decided to use the device anyway. The device was used by a physician in training with a trained person present in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. No complications such as hematoma occurred. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock closed. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 3.5 mm from the balloon neck was revealed. A product history record (phr) review of lot f2200602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device, approximately 3.5 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. The IFU also states the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.